Manufacturer narrative:
Initial and final MDR 1942159- MDR 3003442380-2024- 21189- device 8 of 8.

Event description:
Reference number 1942159 event occurred in the united states it was reported that the patient faced events of leakage at site of with eight infusion sets on (B)(6) 2024. Infusion sets were used for up to 2 days. Blood glucose level was displayed high at the time of the event. Therefore, patient changed infusion sets, cartridge and gave a correction bolus via pump. Patient replaced infusion sets and resumed insulin successfully. No further information was available.